Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the patient reported that this past tuesday (B)(6) 2025, they tried to connect to their implant settings before they left for a few days on a trip and got a very bad shock from the communicator when they placed it over the implantable neurostimulator (ins) site. The patient stated the shock was so bad they'd thought "they'd blown it out" and that they immediately pulled the communicator away from them. The patient noted they decided prior to connecting that they didn't want to go through their pants so they left their undies on and they had wanted to check their ins battery to see if they had a full battery and that's when the shock happened and it hurt so bad they were still feeling the pain from the shock. Patient's spouse had been in the background on the call and said it seemed like the shock was from a "static" or something. Patient denied having being near any electromagnetic interference that could have caused the issue and stated they'd been in their kitchen by their island when it happened. Patient stated it feels like the stimulator is too strong now, that they were constantly feeling it now. Patient said they hadn't made any changes. The patient stated the therapy had been set at 1.2 ma and that was what the therapy was at when they experienced the shock and that it was still at 1.2 ma. Patient stated that they were afraid to charge their implant since the shock or use the communicator but they wanted assistance with turning the therapy off. Patient services walked the patient through connecting to their settings and was able to turn the therapy off without issue.